Event description:
It was reported that during testing conducted at the manufacturer facility the device was unintentionally running while it was in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The locking cam was found to be frozen in place, which can cause or contribute to the device running while in safe mode (unintended activation).